Manufacturer narrative:
The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Explanted valve was requested for inspection, and was returned to nwm on february 7, 2021 and underwent visual inspection and functional testing. Visual inspection results: bodily fluid observed on device, valve appears undamaged. No other issues found with the device. Steady state pressure testing results: the valve was tested for steady state pressure and was found to perform within the intended functioning range of the device. The issue of high iop condition as reported by customer could not be replicated or confirmed.

Event description:
Originally implanted on (B)(6) 2022, preop iop od = 50mmhg, 1 day postop iop od = 32mmhg, 4 day postop iop od = 41mmhg, ahmed valve explanted on (B)(6) 2022, valve flushed by surgeon once explanted and surgeon felt it was not flushing as it should, new valve was implanted on (B)(6) 2022.